Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular port was broken, the output connector assembly was determined to be broken. Analysis further noted that two case screws were contaminated and that the device failed incoming functional testing due to the main printed circuit board (pcb) being misaligned. The main pcb was realigned and when retested the device passed. (B)(4)

Event description:
It was reported that the external pulse generator (epg) ventricular port was broken and a lead is unable to enter the port. The epg was returned for repair. There was no patient involvement.